Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead threshold measurement started to increase shortly after implant. The threshold measurements continued to increase and a chest x-ray was performed. It was confirmed the lead had dislodged and the device had migrated lower in the patient's chest. The physician elected to reposition the lead and device. During the lead explant, it was not possible to retract the lead helix from the myocardium. Approximately 25 counter clockwise turns were made three times to retract the helix. The attempts were not successful. Next the whole lead body was turned to unscrew the helix from the myocardium with success. Since the lead helix appeared to be retracted, attempts were made to reposition the lead and re-deploy the helix, but the helix would not deploy. The lead was then removed and a new lead was implanted. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. It was noted the distal end of the conductor was distorted and over-rotated. Visual analysis revealed there was apparent explant damage.